Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4).

Event description:
An article (prediction of the trabecular iris angle after posterior chamber phakic intraocular lens implantation) was received that cited a case study of 174 eyes (174 patients) of patients implanted with hole icls. Of the 174 eyes, a (B)(6) year old female patient, had at one day post-op, elevated intraocular pressure (iop) of 46mmhg and angle closure. Intravenous glycerol drip infusion was used to reduce iop. In addition, brinzolamide 1% and pilocarpine hydrochloride 2% was instilled. The iop decreased and by the 3rd day was 8.6mmhg. After 3 months, the iop remained normal but partial angle closure was observed. The lens remained implanted. Additional information has been requested but none has been forthcoming.